Manufacturer narrative:
Additional information: h6, h11. H11: the actual sample was received for evaluation. The drain bag was filled with water and a leak was observed at the level of the stopcock. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the bag defect was determined to be a supplier issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st150 set ckt has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed from the drain bag of a prismaflex st150 set during priming. There was no patient involvement. No additional information is available.